Event description:
Complainant alleged that while attempting to treat a 67-year-old female patient, the device displayed a "defibrillator failure" message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference section b5. Device evaluation: the device was returned to zoll medical corporation. The reported problem was verified and attributed to a faulty transformer on the processor/bridge/pace board. The processor/bridge/pace board was replaced to resolve the problem. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to treat a 67-year-old female patient, the device failed self-test for defib. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.